Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.7 cm diameter abdominal aortic aneurysm. It was reported that the patient was being treated electively for their abdominal aneurysm. The bifurcated stent graft and two limbs were implanted without any problems. An inflation of another manufacturer's compliant balloon was done a few times and the patient became hypotensive. An intraoperative arteriogram was performed noting extravasation. After re-inflation of the balloon was performed no extravasation was identified. The patient was then taken to post-operative care whereby soon after the patient coded. After attempts were unsuccessful to revive the patient was pronounced dead. The physician stated the cause of the event was due to the diseased aorta. The cause of death is undetermined, patient died in post op.